Event description:
A malfunction was reported when malfunction code 6 appeared and could not be reset. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump after confirming it was still under warranty. The customer was instructed to continue using the current pump as backup therapy, allow the battery to deplete before transport, and return the problematic pump to tandem within 10 days using the provided pre-paid label and return box.